Manufacturer narrative:
The cori drill attachment intended for use in treatment was returned. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A kpc test was run and the test passed. The reported problem was confirmed. The drill attachment was hot to the touch during and after testing. The drill attachment shaft was opened and it was found that there was debris on the lower bearing. The debris was removed and the test was run again without any issues. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this issue was that debris got behind the drill attachment wiper and into the bearing shaft. Based on the investigation, no further containment or corrective action is recommended or required at this time. Internal complaint reference number: (B)(4).

Event description:
It was reported that after replacing both the camera and the cori console, cori sawbone lab/demo was planned and the long attachments were checked respectively with a bur. The bur was inserted in the long attachment to see the resistance presented to the bur, and three long attachments presented resistance. The bearings within the attachments could have an excess of epoxy likely creating friction when spinning the bur which can also create heat. This explains why some of the bur attachments are much hotter than others while burring. No patient was involved. No other complications were reported.